Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of over 400 mg/dl. Reportedly, the customer disconnected the infusion set tubing from the cartridge and performed fill tubing and reported not observing insulin coming out from the end of the tubing. Additionally, it was reported the customer believed the issue was with the cartridge. Then, the customer changed the cartridge, delivered a correction bolus and bg level came down.